Event description:
It was reported that after the removal of a da vinci megasuture cut needle driver instrument from the sonic reprocessor machine, the staff reportedly observed the distal end of the instrument wire had separated from the wrist end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The site had originally reported a separated distal wire, and upon further analysis, determined a broken grip cable instead. Per the customer reported complaint, failure analysis investigation found one grip cable was broken at the distal idlers. The idler pulley spun freely and exhibited pulley rim and face damage. The cable segment stuck out at the wrist. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.